Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, but the error persisted after attempting to load different cartridges. Consequently, technical support decided to replace the pump. The customer will continue using their current pump until a replacement is received.